Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the lead returned in two sections is-1 section and tip section with helix extended. The stylet inserted in lead body. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode coil is fractured at distal end of terminal pin. Analysis found the lead was severed. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this right atrial (ra) lead was an attempted implant due to noise. The noise was observed after suturing and inserting into device. The physician believes he fractured the lead while suturing. The right atrial (ra) lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.